Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding') in a 41-year-old female patient who had essure (batch no. 20196135) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, arthritis, peptic ulcer, carcinoid tumor, frequency urinary, connective tissue disorder, chronic myelocytic leukemia, multiple gastric ulcers, leukemia and periumbilical pain. Concurrent conditions included gerd, irritable bowel syndrome, dysuria, endometrial ablation, inflammation, heartburn, general body pain, fatigue, chills, drug allergy, synovitis, rheumatoid arthritis, vaginal discharge, vomiting, bloating, skin rash, asthma and shortness of breath. Concomitant products included dexlansoprazole (dexilant) from (B)(6) 2013 to (B)(6) 2014 for gerd, dicycloverine hydrochloride (bentyl) from (B)(6) 2013 to (B)(6) 2014 for irritable bowel syndrome as well as ceftriaxone sodium (rocephine), clarithromycin (macrobid), iodine, nilotinib hydrochloride (tasigna), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic area"), abdominal pain ("abdominal pain/ abdominal area"), urinary tract infection ("bladder/urinary problems/ infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("bladder/urinary problems/ infection (bladder/ urinary tract/vaginal) type:vaginal"), anaemia ("anemia/ blood or heart disorder/condition type:anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, anaemia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date??-aug-2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea, menorrhagia,abdominal pain, depression, anemia, urinary tract infection. Lot number:20196135 manufacture date:2009/08 expiration date: 2012/08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter address updated, new event abnormal bleeding (general) added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding') in a 41-year-old female patient who had essure (batch no. 20196135) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, arthritis, peptic ulcer, carcinoid tumor, frequency urinary, connective tissue disorder, chronic myelocytic leukemia, multiple gastric ulcers, leukemia and periumbilical pain. Concurrent conditions included gerd, irritable bowel syndrome, dysuria, endometrial ablation, inflammation, heartburn, general body pain, fatigue, chills, drug allergy, synovitis, rheumatoid arthritis, vaginal discharge, vomiting, bloating, skin rash, asthma and shortness of breath. Concomitant products included dexlansoprazole (dexilant) from (B)(6) 2013 to (B)(6) 2014 for gerd, dicycloverine hydrochloride (bentyl) from (B)(6) 2013 to (B)(6) 2014 for irritable bowel syndrome as well as ceftriaxone sodium (rocephine), clarithromycin (macrobid), iodine, nilotinib hydrochloride (tasigna), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic area"), abdominal pain ("abdominal pain/ abdominal area"), urinary tract infection ("bladder/urinary problems/ infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("bladder/urinary problems/ infection (bladder/ urinary tract/vaginal) type:vaginal"), anaemia ("anemia/ blood or heart disorder/condition type:anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, anaemia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea, menorrhagia,abdominal pain, depression, anemia, urinary tract infection. Lot number:20196135, manufacture date:2009/08, expiration date: 2012/08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding') in a (B)(6) female patient who had essure (batch no. 20196135) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, arthritis, peptic ulcer, carcinoid tumor, frequency urinary, connective tissue disorder, chronic myelocytic leukemia, multiple gastric ulcers, leukemia and periumbilical pain. Concurrent conditions included gerd, irritable bowel syndrome, dysuria, endometrial ablation, inflammation, heartburn, general body pain, fatigue, chills, drug allergy, synovitis, rheumatoid arthritis, vaginal discharge, vomiting, bloating, skin rash, asthma and shortness of breath. Concomitant products included dexlansoprazole (dexilant) from (B)(6) 2013 to (B)(6) 2014 for gerd, dicycloverin hydrochloride (bentyl) from (B)(6) 2013 to (B)(6) 2014 for irritable bowel syndrome as well as ceftriaxone sodium (rocephin), clarithromycin (macrobid), iodine, nilotinib hydrochloride (tasigna), nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pelvic area"), abdominal pain ("abdominal pain/ abdominal area"), urinary tract infection ("bladder/urinary problems/ infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("bladder/urinary problems/ infection (bladder/ urinary tract/vaginal) type:vaginal"), anaemia ("anemia/ blood or heart disorder/condition type:anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal infection, anaemia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: dysmenorrhea, menorrhagia,abdominal pain, depression, anemia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr was received. Lot number was added. New events vaginal bleeding, depression, mental anguish, dysmenorrhea were added. Patient concomitant and historical conditions were added. Concomitant and historical drugs were added. Event onset dates were added. New reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.